Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's mg/dl range and large ketones; cause of bg was unknown. A manual injection was administered to address bg. A system check was performed and the pump performed as intended.